Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device was not returned and could not be investigated. We assume the cause of this as follows: the facility has not reported any defects in the product, and we determine that it was due to the patient's condition and procedure. However, since health hazards to the patient (rupture of aneurysm and consequent additional operation) occurred and have not recovered, and the causal relationship between health hazards and the product cannot be completely ruled out, we will submit MDR (30 days). In the instructions for use of I-ed coil (2376-1) , we state the potential of known risk as below; [device failures, adverse events and complications] the following device failures, adverse events and complications may occur during the use of the I-ed coil. However, device failures, adverse events and complications are not limited to those listed below. Immediately take appropriate measures in the event that any abnormality occurs. 2. Adverse events. (3) injury to blood vessels or tissues, vessel wall dissection, blood vessel perforation, blood vessel rupture (4) bleeding, ischemia (5) stroke, cerebral infarction.

Event description:
1st coil in the ica was implanted and during the deployment of the last 1cm of the 2x4 ss, the aneurysm ruptured. Noted a new catheter(headway 17) was used before the coil was deployed and no mention from the md that the coil was at fault. The same 2x4 ss was implanted three times prior with no incident with a 156 headway duo. Each of the three 1st attempts the last portion of the coil kicked out the 156 headway duo out of the aneurysm. The rupture occurred with the 4th attempt with the same 2x4 ss and the 1st time using the headway 17 catheter. One additional coil was placed, and the aneurysm was occluded. Patient was stable after another coil was given and coiling was complete.